Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, body inflammation. Also fibromyalgia, asthma, auto-immune issues, hearing issues, hand numbness and tingling, migraines, body pain, heart palpitations, stomach pain, breathing issues, arm pain, chest pain -these are not device related.

Event description:
Patient called to report a left side rupture along with fibromyalgia, asthma, auto-immune issues, hearing issues, hand numbness and tingling, migraines, body pain, heart palpitations, stomach pain, breathing issues, arm pain, chest pain, and body inflammation. The device has been explanted.